Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving therapy via an implantable pump for cancer chemotherapy. It was reported that during a refill of the pump today a motor stall (occurred on (B)(6) 2021) was noted. The caller stated that the patient had a MRI that day and did not get the pump status checked post MRI. The logs were rechecked and showed a motor stall recovery.